Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during implantation, one contact of the lead broke. A perioperative radiograph confirmed that the lead had been stitched to the dura mater. The lead was left in position as impedance readings performed were "good, except on the lead in question." Upon awakening from surgery on (B)(6) 2011, the pt was able to move both legs. Early the next morning, the pt was not able to move the legs. An emergency intervention was performed on (B)(6) 2011, and it was noticed that a "dural bruise" was present. The pt was unable to walk. No info was provided related to the pt's outcome. It was later reported that, during implantation, one of the distal tip contacts of the lead was loosened from the silicone. The contact was not re-stitched or reconnected to the silicone, and was "lost." The dural bruise was not related to the suturing of the contact to the dura mater. It was stated that there was a problem of muscular hemostasis. The physician stated that the pt's device sys was not related to the event. The emergency intervention that had been performed was done in order to reduce the post-operative dural bruising. The lead remained implanted. The pt was still unable to move the legs and was to be sent to a rehab hosp.